Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which error did not reappear and customer successfully started new sensor session.